Event description:
It was a catheter sensor issue. When the catheter was connected to the cable, the distal sensor displayed high noises. The catheter was removed, and a new catheter was used. The second catheter showed clear signal on the display. The procedure was completed smoothly, and no injury to the patient.